Event description:
It was reported that the patient was unhappy with excessive glare and was diagnosed with monocular diplopia. It was stated that the lens was replaced with a crystalens. It was stated that there were no complications during the procedure.

Manufacturer narrative:
Visual inspection of the intraocular lens (iol) showed that the optic was received cut in half, which is a condition consistent with a lens that had been removed from the eye. No optical deviations were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.